Manufacturer narrative:
The complainant indicated that the device has been implanted inside the pt and the delivery system had been disposed at the user facility, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Event determined to be reportable based on info rec'd 01/04/2008. It was reported that during treatment procedure to place a greenfield vena cava filter, the filter failed to open. The 12 fr greenfield filter delivery system was advanced to the ivc. Upon deploying the filter, the filter was able to release from the delivery system, however, the legs of the filter failed to open. The physician advanced an unspecified catheter and was able to manually open the legs for "satisfactory" filter placement. No further intervention was required and the procedure was completed. No pt injuries or complications were reported. The pt's status is unk.